Manufacturer narrative:
A review of the device history record for strattice lot sp100446 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 25/jan/2024. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a ¿repair of recurrent incarcerated incisional hernia, mesh implantation with biologic strattice mesh, removal of infected mesh, and placement of wound vac¿ on (B)(6) 2017. The patient was implanted with a second strattice device on that date. The patient underwent a ¿reduction and repair of recurrent ventral incisional hernia, bilateral myofascial release, resection of previously placed mesh, implantation of phasix mesh, and lysis of adhesions¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, infection, inflammation, wound vac placement, incarceration, emotional injuries with and without treatment, adhesions, and intervention and mesh removal surgery.¿ the form lists the conditions that were treated were ¿pain, recurrence, incarceration, infection, inflammation, wound vac placement, and intervention and mesh removal surgery¿ with approximate date of treatment of (B)(6) 2017. The patient was also treated for ¿pain, recurrence, incarceration, infection, inflammation, wound vac placement, and intervention and mesh removal surgery¿ with approximate date of treatment of (B)(6) 2019. The patient also received treatment for ¿pain¿ from 2014 to 2021. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard/davol ventrio st¿ on (B)(6) 2017. The form indicates that this device was ¿removed (B)(6) 2017 due to infection.¿ this report is relevant to the strattice implanted on (B)(6) 2017. The same patient's other strattice device has been reported under MDR 1000306051-2024-00003 (abbvie complaint # (B)(4).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.